Manufacturer narrative:
Customer reported to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Unable to duplicate customer reported error, however there were multiple "cassette not attached properly" error alarms found in the device history log. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor as a preventive measure.

Event description:
It was reported that the pump had a latch sensor problem. No patient injury was reported.